Event description:
It was reported ongoing, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was "high", specific value not provided. The customer changed the pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.